Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged temporarily which resulted in the battery gauge fluctuating. Charging issue resolved on its the following attempt when charging the pump. Additionally, it was reported that the customer observed air bubbles within the cartridge canister. There was no reported adverse impact to the customer's blood glucose level. No additional details were received.